Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited very high thresholds and a loss of capture. After removal of the lead, the proximal coil of the lead was noted to be stretched. A new lead was implanted.